Event description:
It was reported that the customer was hospitalized due to pneumonia and high blood glucose of 159mg/dl. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the customer has not boluses for four days. The dietician stated that the customer was not eating due to the sickness. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.